Event description:
Event description boston scientific received information that this pacemaker was explanted, after two years in service, due to an unspecified product performance issue. The pacemaker was removed and replaced. Additional information was unable to be retrieved. It is included in the failure mode 2 advisory.